Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, instructed the customer on how to put the pump into storage mode, and provided guidance on returning the defective pump using a prepaid ups label. The customer will use multiple daily injections as a backup therapy until the replacement pump arrives.